Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the atrial lead exhibited increased capture thresholds. The physician suspected a micro dislodgement had occurred. The physician elected to not perform and intervention as the patient was not experiencing any symptoms. The patient was not dependent and would continue to be monitored.